Event description:
Physician was performing an intervention on patient's left anterior artery using a 2.5 (x10) angiosculpt balloon. After two inflations physician went to remove the balloon and the interventional wire was trapped in the balloon. It was necessary to remove the balloon and wire. A new wire was advanced across the lesion and continued with a successful intervention.======================manufacturer response for scoring balloon catheter, angiosculpt ptca (per site reporter).======================manufacture provided rga# for product return evaluation.